Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. The customer complaint incident ¿cable is detached¿ was verified and duplicated. DHR review was completed for selector 24khz neuro short for MRI handpiece serial number (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: (B)(4). The DHR review is deemed satisfactory. A minimum of 12 months review was completed in trackwise® for selector handpieces using the following key word ¿tubing or cord failure¿ and a root cause ¿physical damage¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. No trend has been identified. The failure analysis investigation has concluded the cause of the cable being detached was due to physical damage to the handpiece handle resulting in handpiece not working.

Event description:
A 1528020m7 24khz neurosurgical short handpiece cable is detached. The sterile processing technician reported that she received the unit in that condition as described. She checked with the scrub nurses who reported that there was no problem with the handpiece while it was in the operating room. The unit was intact and there were no problems associated with the unit and the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.